Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed crack and chip on lower left front corner of top case also cracked on battery door. Customer's reported issue was duplicated during occlusion test. The root cause of the reported issue was determined to have been caused by the customer's incorrect assembly of the device. Actions taken to mitigate the reported issue: reassembled main board, replaced motor assembly, worm gear, leadscrew and clutch halves for preventive due to normal wear as this pump is ten years old. Performed occlusion test and all functional testing which passed.

Event description:
It was reported that an error message event occurred. No patient injury reported.